Event description:
It was reported that the patient was experiencing ineffective therapy as a result of high impedances on one of their leads. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional component potentially involved in the event includes: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092341.